Event description:
Boston scientific received information that this right ventricular lead and implantable cardioverter defibrillator (ICD) displayed high, out of range shocking impedance measurements. There was no noise on the lead and isometrics were not able to produce any noise. Threshold measurements were stable. A request for additional information has been made. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.